Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital feeling "sluggish". Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance measurements in bipolar mode. An x-ray was performed which revealed that the lead pin was not fully inserted into the device header. The physician elected to open the patient's pocket and the lead pin was correctly reinserted into the device header successfully. The patient was in stable condition post surgery.